Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d1001 added. H.6. Investigation conclusions: code d12 added. According to the gore® dryseal flex sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), blood loss, bleeding, and death. Additionally, the IFU states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. H.6. Investigation findings for analysis of production records: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf2233/ serial #(B)(6)/ UDI #(B)(4) as a component of the same device family. Catalog #dsf2233/ serial #(B)(6)/ UDI #(B)(4) as a component of the same device family. Catalog #bxal085902a/ serial #(B)(6)/ UDI #(B)(4) which has been captured in manufacturer report #2017233-2024-05259. A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment of a descending thoracic aortic aneurysm in a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure. It was reported that the physician was unable to advance a 22fr. Gore® dryseal flex introducer sheath (dsf) through the patient's proximal right external iliac artery (eia). Calcification was present in the iliac arteries bilaterally. An 8lx59 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted and used as an endo conduit in the patient's proximal right eia. The 8lx59mm vbx device was post dilated with a 10/12mm pta balloon and the 22fr. Dsf sheath was re-advanced, but was still unable to advance past the proximal eia. Use of a 20fr. Cook medical check-flo® introducer sheath was also attempted, but the sheath was unable to advance. Access was obtained on the left side with a 22fr. Dsf for delivery of the tambe device system. The inability to advance the introducer sheaths was suspected to be related to the vessel calcification. At procedure completion, angiography was performed and a right eia rupture and extravasation was observed just distal to the vbx device on the patient's right side. It is unknown if the vbx device or introducer sheaths caused or contributed to the right eia rupture. It was also unknown when during the procedure the rupture occurred. A gore® viabahn® endoprosthesis with heparin bioactive surface was placed across the extravasation, a ceb231010a was implanted to preserve the right internal iliac artery, and a bxal085902a was used in the patient's right internal iliac via left axillary access. Total estimated amount of blood loss was unavailable. The patient reportedly expired due to unknown causes on (B)(6) 2024. The patient's death was suspected to be related to both the rupture and blood loss during the procedure.